Manufacturer narrative:
B3: date of event is unknown. D4: UDI information unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was leaking. No report of patient involvement.

Manufacturer narrative:
Other text: h6 evaluation codes: updated device evaluation: one device was returned for investigation. Upon visual inspection the device was noted to have a corroded drain fitting, cracked tank cover, and broken led's on the printed circuit board (pcb). Functional testing found the device was leaking from the cracked tank cover confirming the customer complaint. Root cause was attributed to the overtightening of the tank cover screws. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.